Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0yfxg, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she got the implant turned on but the programmer did not allow her increase stim past 1.0v. The patient attempted to increase stim but she saw the upper limit reached screen. On (B)(6) 2015, the patient did not feel any stimulation. Additional information from the consumer reported she still did not feel any stimulation. The patient had to reprogram the stimulator and it still was not working right; she was very upset with it. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information reported. If additional information is received, a follow up report will be sent.